Event description:
Device #2 prostar xl malfunction: none. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide and prostar xl devices attempted arteriotomy closure of an unspecified vessel after an endovascular aortic aneurysm procedure. The size of the arteriotomy was not reported. Reportedly, closure of the arteriotomy was initially attempted with the prostar. Although no device issues were reported during deployment, hemostasis was not achieved. The physician then attempted to achieve full closure with a proglide device; however, when the needle plunger was removed, no suture was present. A surgical suture was used to achieve hemostasis. Reportedly, it was possible that the suture did not deploy due to calcification located at this level or interaction with the prostar suture. There were no other reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4): device #1, part #12673-05, lot #78042-6h indicated is being filed under a separate medwatch MFR #2953144-2010-00410. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.